Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the cutting knife of the subject device couldn't be extended from the distal end cover. The hook of the cutting knife was deformed. The length of the cutting knife was 1mm-shorter than normal. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the similar cases in the past, omsc concluded that the missing of the cutting knife might be caused by high temperature which was locally given to the cutting knife. A local high temperature might be caused by an electric discharge given to the knife since the length of the contact between the cutting knife and tissue is too short while the high frequency was activated. Also the instruction manual of the subject device warns; when the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. Moreover, if the cutting knife is withdrawn into the outer sheath immediately after the high-frequency output, the cutting knife may be deformed inside the outer sheath and become unable to be protruded from it. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use or the cutting knife cannot be protruded from the outer sheath, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the outer sheath. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using grasping forceps. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number: 8010047-2016-00209.

Event description:
The two subject devices were used during an endoscopic submucosal dissection. The first device was once withdrawn from the scope for an injection. After the injection, the first device was inserted into the scope again. The doctor attempted to extend the cutting knife of the subject device, but the cutting knife couldn't be extended. Therefore, the doctor completed the procedure with the second device. On (B)(6) 2016, omsc confirmed that the both cutting knifes of the first device and the second device were missing. And there was a possibility that the fragments fell into the patient. There was no other patient injury regarding this report. This is the first of the two reports.